Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as malnutrition; however, malnutrition is unlikely to represent a direct cause of the peritonitis event, therefore, the cause was assessed as unknown. On the same day as the event onset, the patient was hospitalized for the event. That same day, the patient started treatment with injection teicoplanin (400 mg in each bag once every five hours; route and duration not reported) and injection netilmycin (400 mg in each bag once every five hours; route and duration not reported) for peritonitis. Dianeal therapy remained ongoing. On the same day as admission, the patient was discharged from the hospital. At the time of this report, the patient remains on teicoplanin and netilmycin while recovering from peritonitis. No additional information is available.